Event description:
It was reported that during a pta treatment procedure, during insertion, the stent delivery device became stuck with the guidewire. The vessel access puncture was performed on the opposite side, and a 0.035" guide wire was advanced to the lesion. Pre-dilatation was performed by a 4mmx2cm balloon. Then, when this stent was advanced via crossover technique, it became stuck with the guide wire. Therefore, it was pulled out together with the wire. Subsequently, another puncture was performed on the ipsilateral side, and another size of this type of stent was deployed and the procedure was successfully completed. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.